Manufacturer narrative:
(B)(4) incorrect device removal. (B)(4). Evaluation summary: the device was not returned. The instructions for use precaution states to "maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. The tip of an interventional device should not contact the filtration element. Failure to maintain adequate distance between the filtration element and the guide wire step could result in inadvertent filtration element movement and interventional device tip / filtration element entanglement and / or filtration element / stent entanglement if guide catheter or sheath prolapse occurs." Based on available info, a conclusive cause appears to be related to user error and not a manufacturing related deficiency. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during a right internal carotid artery stenting procedure, after pre-stent dilatation, the nav6 emboshield was accidentally removed without use of the recovery catheter. A second nav6 emboshield was inserted. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. There was no additional info provided.